Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to exit the prime loop. Insulin continued to drip after the motor stopped during the manual prime process. Customer's blood glucose level was 160 mg/dl. The customer did not receive a second series of beeps and/or numbers appeared on the display after holding down the act button. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected no reservoir alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No prime/fill or bolus delivery anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.